Event description:
Knee revision surgery, reason unknown.

Manufacturer narrative:
Encore medical is pursuing additional information associated with this complaint, and will submit a supplemental MDR when it becomes available.